Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a high rate of biometric identifier failures had been noted. The customer stated this malfunction occurred when the user was trying to issue medication to the patient, they were able to remove the medications from other stations resulting in a delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a high rate of biometric identifier failures had been noted. A technical support specialist dialed in to the station, updated the bio-ID driver, and the customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.